Event description:
Additional information was received that additional episodes were observed. Additional reprogramming was performed to resolve the event. The patient remained stable with no consequences.

Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing (pstwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was then reprogrammed. The patient is stable.